Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The pacer was received with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis indicated normal device functionality. Device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the physician suspected premature battery depletion on the device. The device was explanted and replaced. There were no adverse health consequences, the patient was stable.